Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no allegation of a product problem. This field was inadvertently checked for product problem on the initial medwatch and should have been left blank. This event was reportable for adverse event only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: please see related complaint (B)(4) for complaint against an instrument associated with this revision surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The original implant date is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A review of the device history record (DHR) for the subject device lot was performed and revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. The investigation could not be completed and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to pain and non-union. A male patient sustained a right distal tibia fracture on an unknown date and was treated with a distal tibial plate and screws. Subsequently, the patient experienced pain and non-union identified on x-ray. On (B)(6) 2015, the patient underwent hardware removal of the plate and 12 screws (three cortical screws and nine locking screws). The devices were reported to be intact. The surgery went very well with no reported delay. The procedure was successfully completed and the patient outcome was reported as good. This report is 1 of 2 for (B)(4).